Manufacturer narrative:
The failure investigation has been completed and the alleged settings issue was verified. Based on the analysis, the alleged unresponsive touchscreen and wake button issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump touch screen and the wake button were unresponsive. Customer confirmed pump display turned on when plugged into a power source. Upon plugging the pump into a power source it was reported that the date was inaccurate by ten days; cause was not known. Customer's blood glucose was 115 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.